Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v877362, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 15-nov-2015,: date of event: event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient got a new healthcare provider (hcp) who reprogrammed the device. Now they are feeling it in the coccyx near the base of the spine and they can feel it vibrating, but it is a different place. The patient contacted their healthcare provider (hcp) who told them to contact a manufacture representative (rep) to be reprogrammed. The call center reviewed theory and use of the equipment. Three days later, patient called back saying nobody called them. The call center reviewed the call with the patient and they don't know if they need a reprogramming session. Therapy information, expectations were reviewed with the patient. The consumer then requested instructions on switching programs. The call center reviewed and the patient did switch, but they weren't feeling stimulation at the same setting as their previous program. When asked, the patient said they were experiencing 85-95% better control on their previous program compared to baseline, but they were having more challenges at night. The patient did switch back to program 4 and said they will speak with their healthcare provider (hcp) to schedule an appointment prior to making any additional changes. The consumer added that their hcp said they might not get the same level of relief when they reach a certain age. The patient was then redirected to registration to update their hcp information. No further patient complications have been reported as a result of this event. Additional information was received from a consumer. It was reported that the program was changed by the new physician. The patient responded the cause of the lack of stimulation sensation and stimulation in the wrong location was due to the program being changed. The patient was doing better now since the programs were changed and mentioned they had two wires in the body that were not working. The issue was believed resolved. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare provider. It was reported that the patient had two leads (interpreted as electrodes) that were not working in their body. The impedance reading was greater than 4000 ohms on programs, o+2, o+3. The healthcare provider reported the patient had come to see them (B)(6) 2019 and they turned down the stimulation they were on. The leads not working were programmed around and resolved with reprogramming. No further complications were reported.